Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterilized water leaked from the foley catheter during the pretest.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted the balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. With the syringe attach the balloon deflated passively with no cuffing or leaks noted. Photo sample was returned and could not be evaluated for the reported failure. A device history record review was not required as the investigation was unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the sterilized water leaked from the foley catheter during the pretest.